Event description:
It was reported that the cartridge was leaking from the t:lock. Customer's blood glucose (bg) level was 272 mg/dl. Recommendation was made to change pump supplies and discuss diabetes management with a health care professional.